Manufacturer narrative:
Investigation summary: one sample and four photos were received for quality investigation. The customer complaint of discoloration was verified by inspection. Discoloration of the female luer adapter connector is apparent when visually investigating the sample submitted. A device history record review for model 10014914 lot number 22125455 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The probable root cause for this defect is the sterilization process.

Event description:
It was reported that 55 of the bd alaris syringe module syringe administration set foreign matter in the fluid pathway. The following information was provided by the initial reporter: discoloration of IV set.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 55 of the bd alaris syringe module syringe administration set foreign matter in the fluid pathway. The following information was provided by the initial reporter: discoloration of IV set.